Manufacturer narrative:
Investigation: vigilance investigator carried out the pictorial documentation visually and microscopically. The points of the ceramic breakages exhibit no unusual structural conditions, no pores inclusions or foreign bodies could be found. In addition, a breakage of the grey ceramic can be found. The jaws are no longer even, this is an indicator of a torsion effect during handling. Furthermore, heavy scratching marks can be found on both sides of the jaws, an indicator of an excessive usage. According to the IFU, this kind of instrument is designed for delicate use only. Furthermore, the maximum number of reprocessing cycle of the working insert is 50 cycles. Due to the age of the insert it can be assumed that the maximum of reprocessing cycles has already been exceeded. Batch history review: the device qulaity and manufacturing history records have been checked for all available lot numbers and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rationale: most likely, the ceramic breakages are caused by a mechanical overload situation or a drop. According to the IFU, this kind of instrument is designed for delicate use only. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
It was noticed during the cleaning process that a pair of bipolar forceps were broken. A blue small piece of metallic fragment (size: 0.4 x 0.5cm) was found on an abdominal swab. No patient injury was reported. Additional information has been requested. When the additional information is received a follow up report will be submitted.